Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 7074191.

Event description:
It was reported that during magnetic resonance imaging (MRI) the stimulation spontaneously turned on and the patient felt a high level of current and a burning sensation all over their body and at the implantable pulse generator (ipg) site. The patient was admitted to the hospital and has since recovered.